Event description:
Bilateral patient legal claim letter states the following: patient has experienced problems with both hips. Most recently, a (B)(6) 2011 MRI showed fluid on both hips. The MRI impression stated: new/increasing complex fluid collection of the right hip and possible interval mild progression of bone changes involving the proximal left femur may represent sites of soft tissue and bone reaction related to metal on metal hip prostheses. Patient also tested positive for elevated chromium levels and elevated cobalt levels. Revision of both hip systems is planned in the next few months. Update: (B)(6) 2011 - the sales rep reported the right hip revision. Although the reason for revision was not provided, the claim papers allege elevated metal ion levels, soft tissue reaction and fluid collection. There is no new information that would change the outcome of the investigation; however, the MDR decision has been amended. Update: (B)(6) 2011 - litigation papers received. They allege that doi for left side was (B)(6) 2009.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Update: (B)(4) 2012; patient fact sheet was received, which identified part/lot information, date of implantation and revision for left hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.